Event description:
It was reported to philips that when a set of defibrillation pads were attached to a pt, ECG was not displayed. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.